Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the occurrence of b30 error was likely due to foreign matter in sockets. The error disappeared after the socket was cleaned and the device functioned within specifications. The instruction manual identifies the following related verbiage: ¿do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility. The "b30" error was confirmed. To resolve the problem, the socket was cleaned. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the "b30" error occurred with multiple endoscopes. The problem could not be resolved through cleaning the contacts and the socket. The procedure was cancelled. There was no patient injury, associated with the problem, reported to olympus.